Manufacturer narrative:
Requested data from quality and awaiting response. Information will be provided in a follow-up report to this initial report. Product has been returned to 3m (B)(4) but evaluation is pending. End of report.

Event description:
It was alleged by a hospital employee (nurse) that a 3m¿ ranger¿ fluid warming set, high flow split at the side seam of the cassette during administration of blood. No pressure was being applied to the bag at the time. The nurse alleged that this happened once before with the same lot number. No injury was alleged and no medical staff experienced exposure to blood being delivered.

Manufacturer narrative:
Updated information and provided within this follow-up report. Product was returned and confirmed leak at port of heat exchanger (hex). Solvent bond failure but no upward trend is being seen at this time. Product name to: 3m¿ ranger¿ high flow disposable set . Note: this unit is provided w/o admin set.